Event description:
Omnipod (insulet) has came out with new omnipod 5 compatible with dexcom g6 and g7 which has same exact ndc that of omnipod 5 compatible only with dexcom g6. According to sales representative of insulet both pods are different in technology like chip or something and so old pods are not going to work with dexcom g7. As they both have exact same ndc there is no way to differentiate them and it will cause so many medication errors as the old pods are going to be in market for at least few months if not years until they are expired. Working in the pharmacy specialized with diabetes, very concern about this issue and potential safety issues patient will run into if they are expecting new pods but gets old pods as ndc being same one cannot differentiate it. Few links to help research more about it: https://www.omnipod.com/current-podders/resources/omnipod-5/faqs/dexcom-g7, https://www.omnipod.com/currentpodders/ resources/omnipod-5/faqs/troubleshooting/pods-compatible-dexcom-g6-g7, https://www.omnipod.com/innovation/new-compatible-devices.